Event description:
It is reported that the screwdrivers fractured during the insertion of 3.2mm cannulated screws.

Manufacturer narrative:
This report will be amended when our investigation is complete.